Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously normal thyroid stimulating hormone (tsh) result generated by the access 2 instrument for one patient. Serum and plasma samples from a patient were collected and tested at the same time. The serum sample was elevated, 7.69uiu/ml, and the plasma sample was in the normal reference range, 4.42uiu/ml. Subsequent samples from this patient gave tsh results of 11.83uiu/ml, 15.07uiu/ml, and 16.61uiu/ml respectively and were reported out of the lab. The sample was sent to a reference lab for heterophile testing and it was negative. The sample was tested on the roche e170 analyzer and tsh result was 12.7 (units and reference range not supplied). There was no effect to the patient in connection to this event.

Manufacturer narrative:
The specimens were lithium heparin plasma and serum collected in gel separator tubes. Sample handling and processing information was not supplied. Qc was within specifications before and after the original results. A field service engineer (fse) was not dispatched as customer did not want service since this was the only patient results in question. If a tsh result is erroneously normal, there is the potential for treatment or further evaluation to be delayed. This delay could result in a health risk to the patient. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.